Event description:
It was reported that the right atrial lead showed high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and primary analysis revealed no anomalies. The defibrillation coil was distorted and several conductors were cut. The outer tubing overlay was melted, had cosmetic environmental stress cracks (esc), and esc breach/breach (non-electrical). All insulators were breached cut including the inner insulation. The outer insulation also had a cosmetic depression. There was blood present in/on the helix/lobe mechanism. There was also apparent explant damage.